Manufacturer narrative:
Additional information: b5, d1, d4: (model # and catalogue #, UDI#), g4: PMA/510k # or bla # (update to n/a). B5: update the "unspecified elastomeric pump" to "small volume folfusor". H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. The pump infused in 72hours, but the expected therapy time was 48hours. The device contained 92 ml fluorouracil and 15 ml sodium chloride(nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.